Event description:
The customer originally returned their olympus evis exera ii duodenovideoscope due to a deformed nozzle. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end had a gap in it. This report is being submitted to capture the gap in the adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in event, the adhesive had a gap and which caused the inside of the light guide lens to be dirty. Additionally, the connecting tube and universal cord were both scratched. The angle wire as well as the nozzle were not within specification due to wear and clogging. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely due to physical stress and dirt entered. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information has no impact on the investigation results provided in the previous report. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the original event was actually discovered during reprocessing, not during procedure preparation. There was no patient involvement during this event.